Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board assembly (pcba) and upgraded the software to revision an. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specifications. (B)(4).

Event description:
A report received from canada stated that an 840 ventilator experienced a blank display. There was no report of pt involvement at the time the event occurred.